Event description:
It was reported that an urgent implantable cardioverter defibrillator (ICD) explant and replacement was scheduled due premature battery depletion. It was also reported that the patient had a tri-vent device that was adapted with a y connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).